Event description:
It was reported that patient complained of loose feeling in knee. Revision to replace with thicker insert planned.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report. Not returned to manufacturer - hospital policy.

Manufacturer narrative:
An event regarding loosening resulting in revision involving a triathlon insert was reported. The information provided however indicates that this event is in relation to instability. The event was not confirmed. Device evaluation not performed as no items were returned as the patient kept the device. Device history review indicated that there have been no reported discrepancies for the referenced lot. Complaint history review indicated that there have been no reported events for the lot referenced. Incorrect selection of insert thickness is the most likely root cause for the instability experienced by the patient in this event. Further information such as x-rays and medical records and examination of the explanted components are needed to complete a full investigation and determine the exact root cause for this event. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient complained of loose feeling in knee. Revision to replace with thicker insert planned.